Event description:
Reporter indicated that patient experienced dysphagia following a full vns therapy system replacement. It was indicated that the patient required the use of his magnet to stop stimulation in order to eat, due to his dysphagia. Reported that patient's dysphagia has decreased as settings have been adjusted.